Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the circumstances that led to the seizures were that patient had been experiencing pressure behind their left eye in addition to dizziness and vertigo. The patient was also experiencing left side tingling, numbness in their arm, leg and foot. On the right temple they also experienced some pressure. The patient was hospitalized for ruling out tja's eeg was abnormal, 48 hour eeg (outpatient), tilt study (abnormal). The patient followed up with their neurologist and started depakote 500mg daily and baby aspirin as steps taken to resolve the seizures. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n327786, implanted: (B)(6) 2014, product type: accessory . Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient experienced multiple seizure activity around (B)(6) 2015. The patient had an EKG and an inpatient at-rest eeg. A 48 hour ambulatory eeg was being planned. Compatibility guidelines were requested for eeg. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.